Manufacturer narrative:
Evaluated one random seal reservoir. Performed pre-fill reservoir test. Found reservoir no leakage and no air bubbles anomaly when removing the plunger, performed manual test and found plunger easy to release from stopper-plunger. Also ran basal, bolus leaking test: reservoirs filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir no air bubbles and not leak. Evaluated two open/used reservoirs. Performed pre-fill reservoirs test. Found reservoirs no leakage and no air bubbles anomaly when removing the plungers, performed manual test and found plungers easy to release from stopper-plungers. Also ran basal, bolus leaking test: reservoirs filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir no air bubbles and not leak. Evaluated two open/used reservoirs. Performed pre-fill reservoirs test using a new lab transfer guard and stopper-plungers. Found no leakage and no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Cannot performed manual test to reservoir due to the plunger not returned. Also ran basal, bolus leaking test : reservoirs filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir no air bubbles and not leak.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir was leak at o ring and also experienced high blood glucose. Customer¿s blood glucose level was 500 mg/dl at the time of incident and current blood glucose level was 186 mg/dl. Customer was treated with injection. Customer also stated that the insulin pump was exposed to moisture and there was fluid in the reservoir compartment. It was also stated that the o-ring inside the lip of the reservoir compartment was not missing and there was champagne size bubbles present in reservoir. The reservoir will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the customer was unsure if insulin leaked past the o-rings.